Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: 5099063. Investigation summary: one photo of a loose 1ml syringe with blue hub attached and unknown amount of clear fluid inside was received and evaluated. It was observed there was a circle of white embedded foreign matter near 0.05ml marking. The embedded foreign matter appeared to be a congregation air bubbles and was larger than level 3 in size, which was rejectable per product specification. The potential root cause for the embedded foreign matter defect is associated with the molding process. It is possible a small amount of moisture was in the mold that was inadvertently superheated and became trapped inside the barrel. No corrective actions are necessary based on the defective rate identified. Batch 0084702 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the potential root cause for the embedded foreign matter defect is associated with the molding process. It is possible a small amount of moisture was in the mold that was inadvertently superheated and became trapped inside the barrel. The aql for embedded foreign matter is (B)(4). The defective rate identified is (B)(4). No corrective actions are necessary based on the defective rate identified. Batch 0084702 is considered in compliance with our product specification requirements.

Event description:
It was reported that the bd 1ml syringe luer-lok¿ tip experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: material no.: 309628, batch no.: 0084702. Bd 1ml luer lock syringe(B)(4), exp. 02/28/2025, lot #0084702. Syringe has a small white mass inside barrel, attached near the plunger end of the syringe; not noticed until fluid drawn into syringe, sequestered the syringe.